Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/20/2015-device evaluation: the pump has been returned and evaluated by product analysis on 10/03/2015 with the following findings: during investigation, a review of the pump black box data revealed evidence of excessive battery usage, short battery life and battery alarms. During a visual inspection of the pump, the battery compartment was observed to be intact. The battery cap secured properly to the pump. During testing, the pump current draws were out of specifications. During investigation, an intermittent "high current" condition was duplicated by pressing on the pump cover; current values were within specification, then went into a "high current" condition when cover was pressed. The pump¿s cover was removed; no evidence of moisture inside the pump, however, the inter-board flex cable was observed to be torn exposing the copper wire.